Event description:
Pt presented with approximately a 50 degree superior neck, angled to the left. Hooks were dragging along right side of aorta, right at origin of right renal artery. Upon deployment, the graft migrated into the aneurysm. The pt was converted to standard open repair.